Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd ndle 18ga 1-1/2in blt fill nc tw shld broke. The following information was provided by the initial reporter, translated from french to english: please find attached the material safety report mentioned in the subject line. Please quote the above number in all future correspondence. Device name: 18g transfer needle. Reference : (B)(4). The device has been recovered and is available for appraisal at arsenal. Please let us know how to return it. During the preparation of an injectable antibiotic, while injecting sterile saline into the antibiotic bottle, sampling needle spontaneously broke at its base, at the junction between the red plastic and the metal. The metal part was thrown to the ground. Photos of the defective medical device attached. Risk of injury to the professional and other people in the treatment room. Risk of damage to the patient (desterilization of the drug, metal or plastic fragments in the injectable preparation). Potentially costly waste of medication, as the preparation had to be redone because it had fallen out (breach of preparation asepsis). No patient cited in this materiovigilance because incident occurred before leaving treatment room, so corrected in time.

Event description:
(B)(6) 2025: was the device being used on the patient when the problem occurred? No, during the preparation of an injectable antibiotic. Has the patient or user been harmed? If so, please explain. Were the nursing staff present when the problem occurred? Was additional medical/drug intervention necessary? If so, please explain. Risk of injury to the professional and others in the treatment room. Risk of harm to the patient (de-sterilization of the drug, metal or plastic fragments in the injectable preparation). Waste of potentially expensive drugs because the preparation had to be redone since it fell off (rupture of the asepsis of the preparation). No patient was mentioned in this medical device vigilance because the incident occurred before leaving the treatment room, so it was corrected in time. Please confirm the number of products involved. Only one needle is concerned. Did the malfunction cause a needlestick injury to the healthcare staff or the patient? No.

Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 241004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. Through examination of the sample, the needle was attached with a luer-lock syringe with a hub broken at the presfit (plastic part). Based on the investigation results, a cause related to the manufacturing process could not be determined. We cannot exclude the handling of the product as a potential cause for the observed defect. The needle should puncture the stopper at a ninety-degree angle. If this issue were to reoccur, we would appreciate a video showing the procedure used and the devices used (like psi of pumper, manual or automatic) to perform a better investigation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.